Manufacturer narrative:
Investigation summary: two open 31g x 5mm pen needle samples and one photo were returned from lot. No. 8297654, cat. No. 320408. Visual examination of the returned photo was carried out and different lengths of cannula were observed. Visual examination and measurement of the cannula length as per q-sop-129-dl was also carried out on the two opened samples and no issues were observed, both samples were within specification (-3.98mm to 6.2mm) and measured 5mm. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that an unspecified number of pen needle 31g 5mm 3b experienced product damage while still considered operable. Product defects were noted after use. The following information was provided by the initial reporter: noticed the products bought from store are shorter than the pen needle bought at hospitals also, it's noticed that minor bleeders and pain will occur at the injection site after using pen needles purchased from store

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen needle 31g 5mm 3b experienced product damage while still considered operable. Product defects were noted after use. The following information was provided by the initial reporter: noticed the products bought from store are shorter than the pen needle bought at hospitals. Also, it's noticed that minor bleeders and pain will occur at the injection site after using pen needles purchased from store.